Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited syringe plunger alarm error. No patient injury was reported.

Manufacturer narrative:
Other text: one infusion pump was received for evaluation. Visual inspection found the tampers were broken, and the device was observed to have no external damage. The device?s event history log was reviewed for evidence of the reported event, and ?check syringe plunger sensor? Alarm was found. To conduct functional testing, the device was powered up and a flow test was performed. Upon power up, the reported problem was duplicated, the q1 chip was broken off the plunger pcb, it was glued down but was knocked loose from the plunger case. To address the issue, the plunger pcb was replaced. The device passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.